Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with add'l info, a supplemental report will be issued.

Event description:
It was reported that, " the pt experienced intermittent groin discomfort in 2008, and was taken to the emergency room. The enclosed x-rays show that the screw had broken post operatively. The pt did not experience a fall or any other trauma."